Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the center port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon follow-up with the customer, it was reported that about 10-15 bags were leaking from the center port. The samples were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.